Event description:
A kinked catheter was reported. Two kinks were seen in the catheter and healthcare provider was not able to aspirate from the cap. The patient was being managed on oral baclofen. The patient was stable. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2007-(B)(4), explanted on: unk.

Event description:
Additional information clarified the previously reported event and further reported that at a pump medication refill appointment on (B)(6) 2011, the patient was spasming. The doctor suggested that something was wrong. The patient experienced baclofen withdrawal with headaches, nausea, and muscle spasms. It was found that the actual pump reservoir volume was greater than the expected pump reservoir volume. A "couple" of tests were performed and two catheter kinks were found. The patient was sent home on oral baclofen until surgery was performed on (B)(6) 2011. During the surgery, a granuloma was found. The catheter was "pulled back," and the granuloma was removed. The patient's physician reduced the baclofen dosage. The patient was "doing good." Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.